Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2021-00345. It was reported that patient never received effective therapy. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received that patient underwent surgical intervention, wherein the entire scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.